Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found the knife cable was bent at the distal. The bent knife cable was causing the knife to not retract fully and fail initialization. Root cause attributed to use conditions. Additional finding that related to the customer complaint: for clarification the instrument was found to have failed during initialization based on log review but not during in-house testing. The instrument was placed on an in-house system and passed, engagement, recognition, cut and seal and initialization tests on 3 out of 3 attempts. Review of the msc logs verified one homing failure. There is a bent knife cable observed. Root cause is attributed to the bent knife cable at the distal. Additional finding that not reported by site: the instrument was found to have one dislodged and missing ceramic dots at the distal jaws. The dots are not placed in their original places as they are missing. The instrument passed continuity test. The root cause is attributed to accidental impact loads from another instrument.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.